Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since (B)(6) 2016, the rv capture threshold had consistently measured 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold to high values. An x-ray verified that the rv lead position was appropriate. The capture management was turned off and the safety margin was manually applied for the rv output. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.